Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Global transmitter functional test: pass. Nordic bluetooth pairing test: pass. Performed share log and loss of connection found in log. The patient's complaint was confirmed because there were loss of connection gaps present on the log. The reported event of a loss of connection was confirmed. The root cause could not be determined.